Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 13mar2026 our commercial manager was notified by a doctor stating that he performed a rotator cuff repair on a 54-year-old female patient on (B)(6) 2026 using an anika 25x30mm integrity implant pn 6000101 ln 0000012728 utilizing an integrity implant fixation kit pn 6000102 lot: 75ae1142. On (B)(6) 2026 the doctor stated that he believes the integrity implant caused an inflammatory response and extreme swelling in the patient's shoulder. The patient had to be returned to the or for the graft to be removed and resolve the patient's inflammatory response. The doctor stated this looks like an extreme bodily response to the graft and towards the anterior portal in the patient's shoulder. Doctor also told the commercial manager that he got cultures of this patient to see if it was infection that was causing this problem and lab cultures came back as negative for infection. Upon removal of the implant, the patient is doing better now. Doctor stated this sample is not available for return as it has been discarded. Additional information is being solicited.